Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils are missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had vaginal and ultrasound done. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain") and restless legs syndrome ("restless leg") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, pelvic pain, weight increased and restless legs syndrome outcome was unknown. The reporter considered device dislocation, pelvic pain, restless legs syndrome and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, restless leg syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event weight gain. . On 23-mar-2020: social media content. Event added-restless leg syndrome. Reporter added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils are missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had vaginal and ultrasound done. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: device dislocation, pain nos. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils are missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had vaginal and ultrasound done. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: device dislocation, pain nos. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.